Event description:
Heavy bleeding accompanied by heavy and painful cramping, abnormal and consistent bloating, weight gain, fatigue, abnormal uterine ultrasound resulting in thickening of uterine wall (pending date for uterine biopsy), excessive acne which ive never had before, sporadic lower abdominal pain, and vaginal discharge with negative lab results for infection, back pain, depression. (B)(4).